Manufacturer narrative:
On 20-jan-2020, mentor completed the investigation on the suspect medical device. On (B)(6) 2020, the patient underwent replacement with 400cc smooth mentor memorygel breast implant, catalog # 3504004bc, serial # (B)(6). Device evaluation summary: according to the information, it was reported that a 39-year-old female has experienced a right periprosthetic capsular fibrosis and exposed right mammary implant which may have been a result of chest injury. During visual inspection of the device it was observed with no apparent damage. No anomalies were observed. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. An investigation of the returned device was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms, however complaint information will be included in complaint trending that is reviewed by quality assurance to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, wound dehiscence, chest injury. Concomitant products: 400cc smooth mentor memorygel breast implant, catalog # 3504004bc, serial # (B)(4). (Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation primary with a 400cc smooth mentor memorygel breast implant has experienced postoperative right-sided capsular contracture baker grade iii to IV, along with right-sided device extrusion. On (B)(6) 2019, patient presented with significant swelling of the right breast. She reported that she did heavy lifting at work and got hit in the chest. On (B)(6) 2019, patient consulted with surgeon regarding abscess within the right inframammary scar. The surgeon opened the area and noted some serous fluid came forth without purulence, a culture was performed, and implant was noted to be visible at the base of the wound. On (B)(6) 2019, patient consulted with the surgeon regarding exposed implant. As a result, the patient underwent explantation on (B)(6) 2019, and did not undergo immediate implant replacement to allow for healing time.